Event description:
It was reported that due to patient anatomy, the leads could not be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed an no anomalies were found. There was blood/body fluid on the outer tubing overlay; the helix/lobe was distorted/bent; and there was blood in/on the helix/lobe mechanism.